Event description:
The freedom a/c power supply is a component that enables the freedom driver to be plugged into an external power source. The customer reported that a patient's a/c power supply was cracked. The patient was provided with a replacement a/c power supply. There was no reported patient impact. This alleged failure mode poses a low risk to the patient because it did not prevent the freedom driver from performing its life-sustaining functions. The freedom driver has a redundant power source of onboard batteries. An investigation will be conducted by syncardia. The results of the investigation will be provided in a supplemental MDR.

Manufacturer narrative:
.